Manufacturer narrative:
One medfusion pump was received with the standoff on the bottom case broken off. The event history log was reviewed and there was a primary audible alarm post error in the history. Start-up was conducted and the primary audible alarm post was able to be duplicated as well as a constant alarm along with a fail-safe message. The interconnect and main boards were replaced to resolve the issue. The cause of the issue was unable to be determined since no external damage could be found on the interconnect and main boards.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm post and a bad interconnect board. There was no patient involvement.